Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and history bolus were correct. In addition, a fixed prime test was completed and the insulin exited.